Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for idiopathic left ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: stockert 70 system (model# m-5463-01 serial# (B)(4)). Carto 3 system (model# m-4800-01 serial# (B)(4)). UDI# (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 200cc of fluid. Patient did not require extended hospitalization as a result of this adverse event. Patient was reported to be in stable condition and has since fully recovered. Patient factors that may have contributed to this adverse event include challenging patient anatomy, as the patient had a left ventricular pouch. Physician did not provide causality opinion. A transseptal puncture performed with a baylis needle. Sheath information is unknown. Stockert generator set at 35 watts. The power was not titrated during ablation. Overall ablation time at the site of injury was approximately 4 minutes. There were no issues reported with the catheter. Irrigated catheter flow was set at 30ml/min. No error messages were observed on biosense webster equipment during the procedure. Patient received anticoagulation during the procedure which was maintained at 300-350 seconds.